Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was later reported that the pump was retained by the hospital for one year following the explant. Information regarding explant of system due to infection was already reported and does not pertain to this event. Please refer to m anufacturer report # 3004209178-2013-10455 for follow-up regarding infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump had been explanted for a year and the pump off passcode was requested in order to ¿shut it down forever so that it stops alarming¿. It was noted an infection had occurred. No further information was provided. Additional information has been requested, but was not available as of the date of this report.